Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing. Programming changes were discussed but not made. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported intermittent undersensing and false pause episodes was confirmed. Majority of the false pause episodes were due to small r wave amplitude below the programmed r wave sensing max sensitivity level (at 0.125 mv). Another false pause episodes was due to loc.